Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided..

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. It was reported that the patient underwent partial removal on (B)(6) 2010, 2011 and 2012 (exact dates not known) due to pain and bleeding due to erosion. It was reported that the patient underwent removal of mesh on (B)(6) 2013 due to bleeding from eroded mesh. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.